Manufacturer narrative:
Exemption number e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a patient experienced a fracture of the biolux delta and the inlay 6 years 7 days after the device was implanted. Original surgery (implant) date was (B)(6) 2012. Concomitant devices include the following; nh346t / plasmacup nsc size 46mm / lot number: 51837700; nc280t / metha cap 12/14 135°/0° size 0 / lot number: 51520574; nh091d / sc/msc biolox delta ins.28mm 44/46 sym. / lot number: 51852511 (second medwatch report filed for this component). All medwatch reports associated with this incident include the following: 9610612-2018-00454.